Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 2 months. A full evaluation of the device could not be conducted because it remains in use. A correlation between the device and the reported event could not be conclusively determined without a full evaluation of the percutaneous lead. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced multiple incidences of reduction in pump speed, pump stoppage events and driveline disconnect alarms. A data log file was submitted to technical service for review which confirmed low speed/flow hazards, driveline disconnect alarms and multiple pump stoppage events. The low speed/flow and pump stoppage events captured appeared to have occurred while the patient was supported by the power module and patient cable. The x-rays submitted to technical service for review were unremarkable. On (B)(6) 2016, a percutaneous lead evaluation was performed. The reported speed reductions and pump stoppage were not able to be reproduced. The patient was discharged on an ungrounded patient cable and is doing well.